Event description:
It was reported that during pre-surgery testing, it was observed that the motor device would not hold the cutter device. According to the report, the device did not cut when it touched bone, it was just spinning. The reporter stated that the device may have potentially been immersed in water. During in-house engineering evaluation, it was observed that the device would not run and displayed an error code. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not hold the cutter could not be confirmed. However, the reported condition that the device may have potentially been immersed in water was confirmed. An assessment was performed and found that the device would not run and displayed an error code. It was determined that this type of damage was caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be component damage caused by user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.